Manufacturer narrative:
H6 device codes: corrected.

Event description:
It was reported that the device sterility was compromised. The stenosed target lesion was located in the left anterior descending artery. A system accessory, which was part of an ilab ultrasound imaging system, was used for intravascular ultrasound (ivus) examination of the target lesion. During preparation, when the outer package was opened, it was found that the inner package was incomplete and the sled was not sterile, making it unusable. The procedure was completed with another of same device. The patients condition following the procedure was stable.

Event description:
It was reported that the device sterility was compromised. The stenosed target lesion was located in the left anterior descending artery. A system accessory, which was part of an ilab ultrasound imaging system, was used for intravascular ultrasound (ivus) examination of the target lesion. During preparation, when the outer package was opened, it was found that the inner package was incomplete and the sled was not sterile, making it unusable. The procedure was completed with another of same device. The patients condition following the procedure was stable.

Manufacturer narrative:
The device was returned for analysis with no packaging. The disposable sled passed visual inspection and there were no defects on the device.

Event description:
It was reported that the device sterility was compromised. The stenosed target lesion was located in the left anterior descending artery. A system accessory, which was part of an ilab ultrasound imaging system, was used for intravascular ultrasound (ivus) examination of the target lesion. During preparation, when the outer package was opened, it was found that the inner package was incomplete and the sled was not sterile, making it unusable. The procedure was completed with another of same device. The patients condition following the procedure was stable.